Manufacturer narrative:
(B)(4) device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. Two angiojet® zelantedvt¿ catheters were selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, after about 15 seconds an error message displayed to reconnect the saline and prime. When ejecting the pump, it was observed that there was water on the bottom of the tray. The second catheter was selected and an error was displayed during preparation. Leaking was noted right at the connection of the pump and tubing on both catheters. The procedure was completed with a different device. There were no patient complications and the patient condition was stable.